Manufacturer narrative:
Approximate age of device- 11 months, 16 days. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The hmii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also outlines care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was placed on chronic cipro on (B)(6) 2018 to treat. Driveline was cultured and grew pseudomonas. No additional information.